Event description:
It was reported that the jaws of the grasper have broken. No further information provided.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon the evaluation it could be confirmed that the jaws of the grasper have broken. Traces of an overload can also be seen on the counterpart . The root cause of the broken jaws is most likely, overstressing the instrument with gripping too hard/large material. I.e. Use error. Instruction for use already included warning of "overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments." The event is filed under internal karl storz complaint ID (B)(4).